Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: vanguard slap hammer part #: 32-486210, lot #: unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an instrument fractured during removal and all pieces were retrieved. No known adverse event was reported.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned product. Visual inspection of the returned block shows that the device fractured along central circular feature. The device also exhibited excessive wear (scratches, nicks, dents) consistent with device usage. Sem analysis of the cutting block shows fracture surface artifacts suggesting a bending overload fracture likely originated along the undercut¿s lower corner in multiple locations. A device history record review was performed and found no deviations and anomalies. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.